Event description:
It was reported that the user experienced an urgent low glucose event while using a dexcom g7 with the ilet system, with a sensor reading of 42 mg/dl confirmed by a fingerstick of 61 mg/dl after initial treatment; the user ingested oral glucose tablets per troubleshooting and education guidance and subsequently reached 87 mg/dl. Customer care provided support that included user coaching on fast-acting carbohydrate intake. Investigation of this case revealed no device malfunction and an unclear cause for the hypoglycemic event. Clinical symptoms included muscle weakness associated with hypoglycemia reported. Outcomes included recovery without further assistance and no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.